Manufacturer narrative:
The reported device was received for evaluation. A visual inspection showed the device was returned in packaging with the batch number of the complaint on the label. The suture capture loader, #1 device, was returned with the suture capture partially deployed and deformed. The #3 device, suture passer unloader, was returned with the suture passer in it. There are no visible deficiencies. The other parts, #2 and #4, were not returned. A functional evaluation could not be performed since the suture capture has already been partially deployed and was deformed in the process. The suture passer has already been deployed and removed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during arthroscopy procedure, external to the patient, the needle and suture capture it was assembled with difficulty and it was evident that the tie part of the plate with the clamp was broken, therefore t was not allowed to be placed in the forceps. The procedure was finished with a smith and nephew backup device. Surgical delay less than or equal to 30 minutes. Patient injuries were not reported.